Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was implanted in december, was in a car accident a month or so after that, and tenderness and discomfort/soreness/pinching/ache/pressure and pain started at the lead and implant site. They made aware to this clinician who brought attention to the doctor who discussed options for the patient. The lead was found to be tangled in multiple different areas, and a lead revision was performed on (B)(6) 2026 without removal. It was unknown whether the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va37bvy, implanted: (B)(6) 2025. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.